Manufacturer narrative:
(B)(4). Batch #: u94f7z. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional passed the pre-run test but a loud "chirping" noise was heard upon activation. The instrument was disassembled to inspect the internal components and it was found that the blade sheath was missing. The missing blade sheath could have caused the reported noise issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The preliminary investigation into the missing sheath has identified our manufacturing process as the possible cause of this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, an unexpected keening noise was heard when the device was about to start to use, after the device was connected. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.